Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer via phone that the infusion set leaks at the quick release. There are no known cracks or splits and they are brand new out of the package. The customer's blood sugar was 500 mg/dl. The customer had surgery and is having a hard time receiving insulin unless she manually injects it.